Event description:
It was reported to adac that the camera sensors did not stop the radius drive motor of the anterior detector when the collimator came in contact with the pt lower abdomen. There was no injury associated with this report.